Manufacturer narrative:
Adverse event problem: 6. Component code component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. The aquabeam motorpack was returned for investigation. A review of the treatment log files confirmed the reported e22 error and an additional e23 error. Functional testing was able to replicate the reported e22 error, which could not be cleared. The aquabeam motorpack was observed to have fluid ingress on the connector port. The root cause was determined to be fluid ingress and the root cause source of the fluid remains undeterminable. A review of the device history record for aquabeam robotic system / serial number (B)(6) and aquabeam motorpack / lot number 22c02781 were conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual um0101-00 rev. F, aquabeam robotic system user manual, us , english was reviewed. Table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. E23 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the aquabeam robotic system generated an "e22 - motorpack error." Despite troubleshooting attempts, the issue could not be resolved. As a result, the treating surgeon decided to abort the aquablation therapy and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
H.6 adverse event problem. Component code 4756: per the instructions for use, the aquabeam motorpack, a re-usable component of the aquabeam robotic system, provides power to the aquabeam handpiece by means of dc motors. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.